Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
It was reported that when the stent was released, an abnormal metallic element appeared on the screen at the level of the yellow ring marking. The nurse attempted to release the stent, but this proved difficult. They recaptured the stent and found that it was twisted and unusable. 1. What was the target location? Biliary duct. 2. What was the diameter of the wire guide used? 035. 3. What endoscope channel size was used? 4.2. 5. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. 6. If altered please indicate the procedure type (e.g. Choledochojejunostomy) cpre / stent placement. 7. Were any other defects (other than the complaint issue) observed on the delivery system (e.g. Kinks) prior to return? No. When they recaptured the stent it was twisted and unusable. We did not find any defects when the device was opened and the dm had been handled with care. A. If yes, please specify what additional defect(s) were observed and where on the device this was observed: 8. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? No. 1. Was resistance encountered when advancing the delivery system to the target location? No. A. If resistance was felt how did the physician deal with the resistance encountered? 3. Was pre-dilation / post-dilation performed? No. 4. What was the position of the elevator during advancement/deployment/removal ? Down will the device be returned? Yes. Are there images of the procedure available? No.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2202333 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 09th april 2025. On evaluation of the device, the following was observed: visual inspection: safety wire returned in place. Red shuttle before the ponr. Directional button in recapture position. Break in the clear section at the yellow marker functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Unable to deploy the stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. From additional information provided no pre-dilation was performed before stent placement. It is possible that during deployment, a tortuous path may have caused a kink in the outer sheath, continued attempts of deployment may have led to a build-up of pressure at the kink subsequently leading to the outer sheath break, as observed in the lab evaluation. As a result of the break in the clear section, the stent could not be deployed. Another possible root cause could be attributed to the position of the elevator, it¿s possible that the flexor got pinched by the elevator creating a weak point and led to the issue reported. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 13 jun 2025.